Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate shocks and that ventricular fibrillation due to noise was observed. The lead was capped and replaced. The patient was stable.